Event description:
It was reported that during a rotator cuff repair procedure using the magnum2 knotless implant with a smartstitch magnumwire suture cartridge, when the suture was passed and the implant was locked into place with tension, the suture pulled out of the tendon. Another suture was passed and it too pulled out of the tendon with simple hand tensioning. A third suture was passed, loaded into the implant and securely locked into place, completing the procedure. There was no significant time delay or patient complications reported as a result of this event.